Manufacturer narrative:
Findings: unit received with stripped battery cap coin slot. Unit received with cracked battery tube threads and minor scratches on lcd window. (B)(4).

Event description:
A customer reported via phone call indicating physical damage on their insulin pump. The customer's blood glucose level was 464 mg/dl at the time of the incident. Customer states they are unable to remove the battery cap on their pump. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.